Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. Reportedly, the pt was returned to the or for hemmorraging. The surgeon observed bleeding and applied clips laparoscopically to control and correct the condition. The hospital has reported the pt's condition is satisfactory.